Event description:
Covidien received information alleging that, while nurse was in the room with patient, ventilator shut down. The patient was not harmed or injured as a result of the event. The customer service engineer (cse) replaced the analog interface pcb, power switch and the gui cable as precautionary. Failure investigation is ongoing.